Manufacturer narrative:
This foreign report is being submitted on 07-jun-2016 for a device product that is considered same/similar to a us marketed device (bab adv healing blister finger toe 8s).this is a follow up submission for the third product in this case. The manufacturer report number for this submission is 2214133-2016-00005. The manufacturer report number for the first product and the second product in this case are 2214133-2016-00003 and 2214133-2016-00004 respectively. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 16-feb-2016 from a (B)(6) female consumer reporting on self from (B)(6). The medical history and concomitant medications were not reported. On an unspecified date in the early (B)(6) 2016, the consumer started using band-aid kpp large 6 "2013", total three strips, replaced sequentially on the top of the foot after washing with water to protect a blister (route: cutaneous, lot number 1675c, expiration date feb-2018). Two days after the first strip was applied in (B)(6) 2016, she experienced peeling of skin of the blister on the top of her foot while removing the first strip and she also noticed the pad swelled. After the application of second strip, she developed pain. After the third strip was applied she experienced strong pain. The wound site became red and swollen. The surgeon prescribed unspecified antibiotics and ointment to treat the events. After an unspecified duration in early (B)(6) 2016, she noticed the wound developed a scab on the top of her foot but the middle part of the wound was still indented. On an unspecified date in (B)(6) 2016, she consulted a plastic surgeon who told her the middle part of the wound had become necrotic and needed to be cut. It was reported that the outpatient treatment would be continued. The event excoriation was resolving and the other events swelling and necrosis did not resolve. This report was assessed as serious (medically significant). The company causality was assessed as related. Additional information was received on 18-mar-2016. The consumer reported that she was still currently going to the hospital. This report remains serious. Additional information was received on 19-may-2016. To relieve the symptoms, she took acupuncture treatment. This report remains serious.

Manufacturer narrative:
This foreign report is being submitted on (B)(6) 2016 for a device product that is considered same/similar to a us marketed device (bab adv healing blister finger toe 8s).this is an initial submission for the third product in this case. The manufacturer report number for this submission is 2214133-2016-00005. The manufacturer report number for the first product and the second product in this case are 2214133-2016-00003 and 2214133-2016-00004 respectively. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(4) 2016 from a (B)(6) female consumer reporting on self from (B)(6). The medical history and concomitant medications were not reported. On an unspecified date in (B)(6) 2016, the consumer started using band-aid kpp large 6 2013, total three strips, replaced sequentially on the top of the foot after washing with water to protect a blister (route: cutaneous, lot number 1675c, expiration date feb-2018). Two days after the first strip was applied in (B)(6) 2016, she experienced peeling of skin of the blister on the top of her foot while removing the first strip and she also noticed the pad swelled. After the application of second strip, she developed pain. After the third strip was applied she experienced strong pain. The wound site became red and swollen. The surgeon prescribed unspecified antibiotics and ointment to treat the events. After an unspecified duration in early (B)(6) 2016, she noticed the wound developed a scab on the top of her foot but the middle part of the wound was still indented. On an unspecified date in (B)(6) 2016, she consulted a plastic surgeon who told her the middle part of the wound had become necrotic and needed to be cut. It was reported that the outpatient treatment would be continued. The event excoriation was resolving and the other events swelling and necrosis did not resolve. This report was assessed as serious (medically significant). The company causality was assessed as related.

Manufacturer narrative:
This foreign report is being submitted on 11-apr-2016 for a device product that is considered same/similar to a us marketed device (bab adv healing blister finger toe 8s). This is a follow up submission for the third product in this case. The manufacturer report number for this submission is 2214133-2016-00005. The manufacturer report number for the first product and the second product in this case are 2214133-2016-00003 and 2214133-2016-00004 respectively. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6)-2016 from a (B)(6)-year-old female consumer reporting on self from (B)(6). The medical history and concomitant medications were not reported. On an unspecified date in the early (B)(6)-2016, the consumer started using band-aid kpp large 6 2013, total three strips, replaced sequentially on the top of the foot after washing with water to protect a blister (route: cutaneous, lot number 1675c, expiration date feb-2018). Two days after the first strip was applied in (B)(6)-2016, she experienced peeling of skin of the blister on the top of her foot while removing the first strip and she also noticed the pad swelled. After the application of second strip, she developed pain. After the third strip was applied she experienced strong pain. The wound site became red and swollen. The surgeon prescribed unspecified antibiotics and ointment to treat the events. After an unspecified duration in early (B)(6)-2016, she noticed the wound developed a scab on the top of her foot but the middle part of the wound was still indented. On an unspecified date in (B)(6)-2016, she consulted a plastic surgeon who told her the middle part of the wound had become necrotic and needed to be cut. It was reported that the outpatient treatment would be continued. The event excoriation was resolving and the other events swelling and necrosis did not resolve. This report was assessed as serious (medically significant). The company causality was assessed as related. Additional information was received on 18-mar-2016. The consumer reported that she was still currently going to the hospital. This report remains serious.